Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that upon insertion of an unspecified amount of tampons, the applicator pushed the tampon string inside her vaginal cavity. She was unable to access the string to remove the pledget since it was swept up inside her vagina. Consumer stated she waited until her body pushed out the pledget during bathroom use. The pledget came out in one piece with the string still attached. She did not seek medical attention and did not experience any adverse health effects.